Event description:
Patient admitted on (B)(6) 2016 due to the heartassist5 (ha5) lvad screeching and excess power alarms for suspicion of a pump thrombus. Ldh and plasma free hgb elevated. Inr supratherapeutic at time of admission. Ivf fluids given which alleviated the screeching sound from the ha5. Bivalirudin initiated on (B)(6) 2016. (The patient had been admitted for hemolysis along with excess alarms on (B)(6) 2016 with resolution of the hemolysis and alarms after starting bivalirudin and ivf). A cardiac morphology CT was performed which was inconclusive in revealing a pump thrombus. Peak ldh 1198 on (B)(6) 2016 prior to starting bivalirudin. Plasma free hgb peaked at 130 on (B)(6) 2016 however became elevated to 50 on (B)(6) 2016. The patient was taken to the operating room on (B)(6) 2016 for a vad exchange. The patient is currently stable and recovering in the ICU.